Event description:
This lead was explanted and replaced due to a suspected lead fracture, high impedances and high thresholds. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 11cm distal to the is-1 connector pin. Furthermore it was cut 9cm proximal to the lead tip. Two fragments were returned for analysis. In between an approximately 6cm segment of the lead body was missing. The returned lead fragments were subjected to an extensive analysis. In the course of the analysis, multiple signs of abrasion were noted along the lead fragments. In particular 47cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered the root cause of the clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Furthermore the shock coil was found deformed which most likely resulted from the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.